Event description:
Additional information received reported that the issue occurred after tunneling. Once the healthcare provider (hcp) had secured the leads and extensions to tunnel them up, the carrier part broke and remained inside the patient¿s neck. There were no consequences to the patient. The leads might have been damaged or displaced. There was a slight lengthening of the surgery duration because of the time required to extract the broken elements from the patient¿s body.

Event description:
It was reported that the extension was explanted due to a connector fracture. There were no patient symptoms or injuries related to this event. It was later reported that the extension was "ok." The reporter stated that only the carrier broke during use and the surgeon explanted the "residual spare of carrier" and left the extension in place and in use. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6).